Manufacturer narrative:
Reference record (B)(4). Catalog number is the international list number which is similar to us list number of 062910. The device involved in the event was not returned and was discarded; therefore, a return sample evaluation is unable to be performed.   Peritonitis and post-op wound infection are known complications of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2021, a patient in (B)(6) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On an unknown date, the patient experienced altered general condition. On (B)(6) 2021, the patient was diagnosed with clostridium difficile infection and peritonitis. On (B)(6) 2021 the patient underwent a surgical procedure for the removal of the peg-j system to promote local healing. The patient remains hospitalized in serious condition.